Event description:
Information received from an attorney. The patient opened a new blister pack and inserted a lens. Shortly thereafter the patient's left eye "became increasingly agitated and began to stream fluid." The patient sought medical assistance. "The contact lenses were tested by the hospital and diagnosed as being infected with bacteria." The letter goes on to say, "the left eye has severely been affected by this contamination and the client is finding it difficult to focus and the same is affected by light, and strain on the eye has increased and the client is suffering from regular headaches due to the strain on the left eye." The patient is reportedly is "continuing to undergo regular treatment from specialists to avoid loss of vision to the eye." Medical records were not provided. There is no documentation of any other medication being prescribed. No additional information is available at this time.